Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intermittent audio output on the phone occurred. It was determined that the issue was related to the mobile application. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.